Event description:
It was reported that the patient was hospitalized for three days; he was admitted with a diagnosis of dka. A family member stated that insulin leakage from the cartridge was the cause of the blood glucose elevation with ketones and emesis. The family member stated that the patient "had been puzzled by the apparent loss of insulin from the cartridge." There were no additional details available regarding the event or the alleged malfunction.

Manufacturer narrative:
Recall #2531779-02/25/11-001-r. The cartridge was not returned to animas. Although the cartridge was not returned there is no further investigation necessary with respect to the leak issue. Cartridges with lot # b201583 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.